Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that this was an out of box failure and allegedly, unit goes on and off standby itself.